Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and they had high blood glucose level of 469mg/dl. The customer treated with a shot. Customer declined to troubleshoot for high readings. The customer also declined troubleshooting for no delivery. The product will not be returned for analysis.